Manufacturer narrative:
(B)(4). The complaint for the use error of disconnecting and bag and adding a new one during therapy was confirmed. The root cause was use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for an alarm, a home patient (hp) revealed they had disconnected the heater bag and put a new bag on the line. (B)(4) helped the hp end the therapy and advised the caller to call the nurse regarding the use error and any missed therapy. Product surveillance (ps) contacted the hp's nurse. The nurse said he spoke with the hp shortly after the incident occurred and she was doing just fine. Ps recommended a review of proper sterile procedures and the nurse said he would follow up with the hp. The patient was involved, but there was no serious injury or medical intervention was reported.